Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test and motor error alarm during the occlusion test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm noted. The motor was tested outside of the device and passed. The pump had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error while giving a bolus. They were able to clear the motor error alarm and rewind but the pump kept getting stuck in the rewind loop and also alarmed compromised force sensor system. The customer's blood glucose was 110 mg/dl at the time of the incident. The customer's father stated that the motor error alarm occurred more than once in the last 30 days. Troubleshooting for the motor error and compromised force sensor system alarms were completed. They were advised to disconnect from the insulin pump and revert to back-up plan. They were advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.